Event description:
It was reported that a cadd-solis vip ambulatory infusion pump exhibited a severe smoke smell and lifting of the downstream occlusion (dso) seal during testing. If this malfunction were to recur during patient use, it could indicate overheating or internal electrical failure, potentially leading to therapy interruption or delay, under-infusion. The lifted dso seal may also allow fluid ingress, which could affect device functionality, including occlusion detection. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.